Manufacturer narrative:
(B)(4). Batch #: u5cw43. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr45b reload was returned unfired with 3 double driver missing, and 1 double drivers out of position, making the reload non-functional. In addition the reload pan was noted to be partially dislodged from right proximal side. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge.

Event description:
It was reported that in a thoracoscopic lobectomy surgery, opened the packing, noted the device staple drivers fell off . Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.